Event description:
Patient underwent removal of the meniscus using the arthrocare ambient super multivac 50. During the post-operative visit to the surgeon, x-rays showed a piece of the electrode from the end of the wand in the subcutaneous soft tissue of the knee in the anterior fat pad. The patient elected to have it surgically removed on (B)(6) 2014. The had patient had no adverse consequences. Diagnosis or reason for use: surgery.